Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high troponin (accutni) results within the risk stratification range generated on synchron lx I 725 clinical system. The results were not reported out of the laboratory. Upon repeat, the results were within the normal reference range. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The sample collection and centrifugation information was not supplied. Two levels of qc were within the customer's established ranges on (B)(6) 2010. Level 3 qc results were out of established range low for multiple times and ultimately resulted within the range on (B)(6) 2010. A system check was performed on (B)(6) 2010, and the results were within specifications. A field service engineer (fse) was on site 08/04/2010 and performed system performance diagnostic testing, which included carryover testing. The results met published performance specifications. No definitive root cause for the event has been determined to date.